Event description:
This patient offered no complaints pre treatment. One hour and 15 minutes into the treatment she c/o feeling cold but had been eating ice. 100 mg of in-fed given per order. On hour later the pt c/o feeling cold and shaking t 97.2 and bp 180/80. At termination of treatment the patient complained of feeling cold. T 100.3. She rec. 50 mg benadryl IV and tylenol 650 mg po. This was the 3rd dose of in-fed that the patient received. The physician was notified of the event. The patient was sent home per physician order. The physician stated this was a reaction to in-fed and further doses were discontinued.